Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now warning. They reported this did not occur during patient use. No AED information was provided only the battery serial number.

Manufacturer narrative:
Insufficient information regarding the complaint has been provided and the cause of the complaint is not known. As a follow up with the customer, the proper maintenance of this device was reviewed.